Event description:
During t2ph surgery when the surgeon checked the alignment of the nail and the device, the drill could not go through the third hole of the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: 1806-2025 nail adapter t2 prox. Hum. Lot # unk; 1806-0163 nail holding screw, humerus t2 humerus 10mm lot # unk; 1806-2030 nut t2 prox. Hum lot # unk; 1806-0210 drill sleeve, short t2 tibia 5mm lot # unk; 1806-3545, drill, tri-flat t2 humerus 3.5x230mm lot # unk; 1832-38xxs proximal humeral nail long, right t2 prox. Hum. Lot # unk.